Manufacturer narrative:
A clinical evaluation of the report was performed and from the evidence provided, bilateral grade iii capsular contracture and extrusion were not confirmed due to insufficient clinical evidence. There was no relationship between the reported events and the device. A complete review of the DHR for lot 23012732 was carried out, no deviation was found in the manufacturing processes. Review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. A definitive root cause could not be determined. Potential factors related to the manufacture of the device that may lead to capsular contracture and extrusion include, but are not limited to: capsular contracture. Patient undergoing revision surgery. Previous infection, hematoma and/or seroma. Patient has previous history of capsular contracture. Surgical factors. Extrusion: lack of adequate tissue coverage. Previous trauma or infection. · the instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: · capsular contracture - normally, capsules of collagen fibers form as an immune response around a foreign body, such as a breast implant, tending to isolate it. Capsular contracture occurs when the capsule tightens and squeezes the implant. This can cause the implant to turn rigid (from slightly firm to quite hard) and the firmest ones can cause varying degrees of discomfort, pain and palpability. In addition to the firmness, capsular contracture can result in a deformed breast, visible surface wrinkling and/or displacement of the implant. Detection of breast cancer by mammography may also be more difficult. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in patients undergoing revision surgery than in patients undergoing primary implantation surgery. Capsular contracture is a risk factor for implant rupture, and it is the most common reason for reoperation in augmentation and reconstruction patients. Capsular contracture is graded into 4 levels depending on its severity. Baker grade I: the breast is normally soft and looks natural; baker grade ii: the breast is a little firm but looks normal; baker grade iii: the breast is firm and looks abnormal; baker grade IV: the breast is hard, painful, and looks abnormal. Patients should also be advised that additional surgery might be needed in cases where pain and/or firmness are severe (baker grades iii or IV) and that capsular contracture may happen again after additional surgeries. Correction of capsular contracture may require surgical removal or release of the capsule, or removal and possible replacement of the implant itself. Closed capsulotomy (external manipulation of the capsule in order to ¿pop¿ the tissue capsule and open it up) used to be a common procedure for treating capsular contracture, but most manufacturers, including establishment labs, contraindicate it because it can cause implant rupture. · extrusion: lack of adequate tissue coverage, local trauma or infection may result in exposure and extrusion of the implant. This has been reported with the use of steroid drugs or after radiation therapy of breast tissue. If tissue breakdown occurs and the implant becomes exposed, implant removal may be necessary, which may result in additional scarring and/or loss of breast tissue. Some patients may experience a prolonged wound healing time. Smoking may interfere with the healing process. Delayed wound healing may increase the risk of infection, extrusion, and necrosis. Wound healing times may vary depending on the type of surgery or incision. · as no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time.

Event description:
Allegedly, there was a capsule stage 4 shell of the left prosthesis. Pain and exposure of left prosthesis.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV.